Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower door 4 failed to open due to the faulty latch. A field service engineer replaced the tower latch to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system medsurg 1-a tower door 4 did not open, which hindered users from retrieving medications for patients. This incident resulted in a delay to patient care, since users had to remove the medications from another station. There were no adverse events or injuries reported based on this event.